Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records is not possible as the lot number is unk. The cause for the reported perforation is unk. Date report submitted to FDA by manufacturer: 12/10/2010. Date the initial reporter provided the info to the manufacturer: (B)(6) 2010.

Event description:
It was reported while the physician was collecting geometry with the catheter, the pt developed a pericardial effusion. The catheter perforated the heart near the rspv. The pt was taken to surgery.